Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples did not come out of the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears used as there is biological material present on the device. The stapler was returned with its trigger partially engaged and a partially loaded staple. The stapler was returned with 25 staples left in the cartridge indicating that at least 10 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed correctly but was unable to release. Another attempt was made and the staple was, once again, unable to other remarks: release from the device. This was repeated a couple more times with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the lab inventory stapler was inserted into the returned sample. The stapler was reassembled and the trigger was engaged. Upon engagement of the trigger, one staple properly formed but was unable to release. This was repeated a couple more times with the same results. Next, the anvil from the returned stapler was placed into the functioning lab inventory stapler. The stapler was reassembled and the trigger was engaged. Upon engagement of the trigger, one staple properly formed but was unable to release. This was repeated a couple more times with the same results. It appears that the anvil is not the cause of the staples not being able to be released. The forming tool from the returned stapler was inspected and no abnormalities were detected. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined what prevented the staples from being released. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to be unable to release from the device. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. None of the staples in the returned device were able to release. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It could not be determined what prevented the staples from releasing. However, the stapler was returned with 25 staples left in the cartridge indicating that the stapler was fired at least 10 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples did not come out of the stapler. The patient's condition was reported as fine.